Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery (sfa). A 6.0x150x150 sterling balloon catheter was advanced for dilation. However, upon the fourth inflation at 16 atmospheres, the balloon ruptured 2 atmospheres above rated burst pressure. The device was completely removed from the patient and the procedure was completed with this device. No patient complications were reported and the patient's status was fine.